Event description:
At the end of the procedure, while disengaging the catheter, the patient lifted his legs and the loop of the catheter tip damaged the aortic valve. A piece of the damaged valve tissue blocked the coronary artery, causing myocardial infarction. The aortic valve might have been damaged when the patient liftedd the legs or during the pushing mechanism of the disengaging procedureinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. The device was destroyed/disposed of.